Event description:
It was reported that the pacing lead impedance has been steadily increasing over the past year. The capture threshold has also increased. Lead fracture suspected. It was noted that the patient has throat cancer. Patient elects not to have the lead replaced at this time.

Manufacturer narrative:
A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
Externalized conductors due to internal abrasion were found at 11.3-15.5-cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was abraded at the same location. External insulation abrasion was found at 12.6-12.8cm from the distal tip, consistent with lead friction to another device or heart structure. The etfe coating was intact at the same location.

Event description:
New information stated that loss of capture and high impedance were noted. Lead fracture suspected via fluoroscopy. During procedure, a drop in bp was observed but remained stable. Bp continued to drop and patient's chest was opened. Perforation was found. The patient started into vt and was externally defibrillated. Patient could not be converted and expired.